Manufacturer narrative:
(B)(4). Information was not provided by the contact. The following information was requested, but unavailable: were any staples observed in the device or the patient that were unformed? Were there any unusual forces experienced during the firing stroke? Was an audible crunch heard? Was there any difficulty experienced in removing the device? Were the staples from one location or random around the site? Where was the device fired in the green range? The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: response from the affiliate: were any staples observed in the device or the patient that were unformed? No. Were there any unusual forces experienced during the firing stroke? No. Was an audible crunch heard? Yes. Was there any difficulty experienced in removing the device? No. Were the staples from one location or random around the site? From one location. Where was the device fired in the green range? Yes.

Event description:
It was reported that during a hemorrhoidectomy only 1/5 staples deployed after firing. The deployed staples were b-formed. The tissue and washer were complete cut. Bleeding was found after firing and 1100 ml blood transfusion was taken for the patient. Changed to another one to complete the procedure. The procedure was prolonged about 2 hours. Now the patient is still in the hospital for further observation.